Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump passed the unexpected restart error test. No a17 or unexpected restart alarm noted. Pump passed the self test. A47 alarms in the alarm history screen due to a corrupted history file. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms including an unexpected restart alarm. Blood glucose level at the time of the incident was around 300 mg/dl. Blood glucose level at the time of the wall was 445 mg/dl, which was to be treated with a manual injection. The customer stated that the device had not been in use for about six weeks prior to the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.